Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (unknown), fentanyl, and clonidine via an implanted pump. The concentrations and doses were unknown. The baclofen lot number was unknown. The patient was being locked out from receiving a bolus. The patient reported the personal therapy manager (ptm) was not working from 9:30 pm to 1:30 am. The patient was getting a lock out and this was causing withdrawal. This had been an issue with the new ptm since she received it. The lock outs could range from one hour to 4.5 hours. The patient had not been back to the hcp office since day light savings. The patient called the hcp on the date of this report and he would not see her regarding the ptm. Max activations per day was 12, lock out interval 1/60 minutes, and dose restriction interval (dri) was 24/24 hours. The event date was (B)(6) 2016. Additional information was received from the healthcare professional (hcp). The patient had not been seen in their office since (B)(6) 2015. The pump was refilled and it contained sufentanil, clonidine, and compounded baclofen. He could not say when the baclofen was added to the pump. He went back a couple of refills and the baclofen was there. He did not have time to go back through all of her refills to see when it was added. He had no idea what was in the pump at this point because the patient had not been seen since (B)(6) 2015. He had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.